Event description:
It was reported during an ablation procedure, the irrigation port of a cool path duo ablation catheter detached from the catheter. During the procedure, a bubble alarm went off on the irrigation pump, which prevented the (B)(4) generator to deliver energy. The catheter was leaking saline from the handle and the irrigation port was found to be detached. The catheter was exchanged and the procedure was completed. There were no consequences to the pt and the pt status was listed as good.

Manufacturer narrative:
Method - the device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed.